Event description:
It was reported that during a gastric bypass procedure, on the first firing of the device on the pouch the device did not fire, it locked. The surgeon tried to release the device, however, it would not release. The surgeon pulled the device off the tissue and there was tissue damage. Suture was used to repair the tear. The procedure was prolonged by thiry minutes. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The (B)(4) device was received for analysis with no visual non-conformances and with a (B)(4) cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.